Manufacturer narrative:
Batch reviews performed on 05 september 2016. Lot 142656: (B)(4) items manufactured and released on 16 july 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size s -3.5, code 01.29.201, lot. 148054 (k112115) (B)(4) items manufactured and released on 25 february 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The pain may be activity related. The activity was not defined by the surgeon. Likely, the patient lives an active lifestyle. The surgeon cleared out scar tissue and revised the head and liner. The surgery was completed successfully. X-rays and explants are not available.

Manufacturer narrative:
On 09 september 2016, (B)(4), the supplier of the ceramic component, provided a batch review of the involved lot and commented as follows: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect.